Event description:
"The spike of the transfer set was off the port of the solution bag". How long the set was in use is unknow. There was no patient injury or medical intervention associated with this incident.